Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that the two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2018. According to the complainant, during preparation, when the handle was turned in attempting to deploy the band; however, the handle did not work. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.